Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during testing the pin was "chewed". This event did not occur during a surgical procedure; no delay or adverse consequences were reported.

Manufacturer narrative:
Correction: d9 the product was not returned for evaluation. Additional information: h6: the quality investigation is complete. D4: full UDI is unknown as the catalog/lot number was not reported.

Event description:
It was reported that during testing the pin was "chewed". This event did not occur during a surgical procedure; no delay or adverse consequences were reported.